Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately 32 months ago. Aneurysm and vessel morphology from the time of implant have not been reported. It was reported that at the time of implant, one of the bare springs of the talent stent graft flipped during deployment. The physician did not try to correct the flip. Another stent graft was implanted to complete the case, and the flipped bare spring remained in a misaligned position. No further intervention has been performed. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results and conclusions: unk cause of the bare spring flip.